Event description:
Adverse event(s): none reported (no information). Product problem(s): "lens kept rotating" (no information [iol (intraocular lens) implant]). An assistant reported that an intraocular lens (iol) kept rotating and was eventually exchanged. In a follow-up, the technician and surgeon further explained that the iol rotated one day postoperatively and was repositioned. The next day, the iol rotated again. Because the iol would not stay in place, it was eventually exchanged for a different mode and lris (limbal relaxing incisions) were made. The surgeon reported that the patient was also treated with medications. It was reported that the patient is doing well with ucva 20/40.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be verified. The product was damaged. The optic was torn/split (possibly cut) into two pieces. Dimensional testing could not be conducted due to the optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/19/2010, 04/26/2010, and 04/30/2010 by phone, fax, and mail. A completed questionnaire was received on 04/30/2010. (B) (4). (B) (4). (B) (4).